Event description:
It was reported that; pt complains of pain in left hip. Pain increases with walking. Pt has trouble sleeping and soreness in left hip on and off. Pt states that it's painful to stand.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.